Manufacturer narrative:
The lead was not returned for an analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery status was found to be eri due to cold environmental conditions such as storage or transport. The battery status "eri" was successfully reset during the further course of the analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - impedance measurements were found to be > 3200 in both unipolar and bipolar, with low sensing values and high threshold. The physician decided to replace both the lead and the device. Psa measurements of the lead were normal, so the physician reconnected the pacemaker and values were acceptable as well. A new pacemaker was connected and also had good numbers. The pacemaker was returned for analysis, but the lead was not. It is believed this lead remains actively implanted.